Event description:
It was reported that surgeon was putting a spanning ex-fix with hoffman 3. When utilizing the 5 hole clamp, the 7mm screw head was stripped using the t-wrench. It's the screw head that's used to tighten down on the 30 degree post. Once the event occurred we removed the clamp and placed another 5 hole clamp in its place. The 5 hole clamp is not an implant. It's used to build external fixator.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. Therefore no conclusion could be made how the failure occurred. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that surgeon was putting a spanning ex-fix with hoffman 3. When utilizing the 5 hole clamp, the 7mm screw head was stripped using the t-wrench. It's the screw head that's used to tighten down on the 30 degree post. Once the event occurred we removed the clamp and placed another 5 hole clamp in its place. The 5 hole clamp is not an implant. Its' used to build external fixator.